Manufacturer narrative:
The unit passed displacement test; it failed self test in that the vibrator did not vibrate when it was supposed to. After further review, there are traces of corrosion inside the battery compartment and on the battery board underneath it. In addition to this, there is corrosion underneath the j7 aa battery connector. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had moisture at the back of the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.